Event description:
Lead was returned to MFR for analysis with no further reported information. Follow-up information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778, serial# unknown, product type: lead. (B)(4). Analysis of the lead (lot/serial # unknown) found the body/conductor was broken (overstress/damage). Analysis found the lead had been severely twisted and all the conductors were broke 18.6 cm from the distal end.